Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto mode switch showing atrial pacing was observed on the device. Programming changes were recommended. No further information available.